Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid minimum fill notification after filling a cartridge with 30 units of insulin. The customer's blood glucose level was 247 mg/dl. Reportedly, the customer addressed the bg level, and declined further assistance from tandem technical support.